Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo." Customer expected glucose range is 70-110 mg/dl - fasting. Recalled the last 5 blood results in meter memory: (B)(6) 1:41 pm lo; (B)(6) 1:40 pm lo; (B)(6) 1:40 pm lo; (B)(6) 7:03 am 87; (B)(6) 9:32 pm 217. Verified the strips were open today ((B)(6) 2015) and expire 07/29/2016. Customer stores the strips/meter inside the carrying case in his kitchen table. The customer is feeling fine no medical attention needed. Customer ran back to blood test: lo and lo mg/dl (within one hour after breakfast). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has low glucose value.